Event description:
It was reported a patient presented with arrhythmia and the right ventricular (rv) lead delivered shock that did not break the rhythm. Dft testing was done, which revealed low defibrillation impedance on the rv lead. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.